Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a pulmonary arteriovenous malformation (pavm) using a pod packing coil and a non-penumbra microcatheter. During the procedure, the physician advanced approximately 20cm of the pod packing coil into the microcatheter and resistance was experienced. It was reported that the pod packing coil would not advance further. Therefore, the pod packing coil was removed and the microcatheter was flushed. The physician then attempted to re-advance the same pod packing coil and the same issue occurred. The pod packing coil was removed and not used for the procedure. The procedure was completed using a new pod packing coil and same microcatheter. There was no report of an adverse effect to the patient.